Manufacturer narrative:
This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported by the patient's spouse that the patient fell a couple weeks prior to their cardiology visit. Per the patient's spouse, the cardiologist said the patient's lead was defective and would need to be replaced because it could shock the patient. Additional information has been requested but is not available at this time. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2006. (B)(4).

Event description:
It was further reported that the lead was fractured. According to the physician, it was unknown if the patient's fall was related to the lead fracture. The lead was explanted and replaced.